Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger product ID (B)(4) lot# serial# unknown implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37791 serial#: unknown, product type: recharger; product ID: 37612, serial# (B)(4), product type: implantable neurostimulator; other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the round flat disc on the recharger antenna head was partially lifted up and was not flush like it should be. The caller also reported that the dtc connector pin was bent. As a result the caller said the patient was unable to charge their recharger. Thus the patient was unable to charge the ins and the patient had lost stimulation, resulting in a return of their parkinson's symptoms. The caller noted that the patient was shaking a lot. The caller was transferred to repair where they would be receiving a replacement in the mail. There were no further complications reported.